Event description:
It was reported that during a hemicolectomy procedure, after five minutes from the beginning, the active blade of the device broke off. The procedure was carried out with a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.